Event description:
The surgeon reported a corneal burn occurred. The surgeon stated the cataract was medium hard. The surgeon stated the handpiece did not irrigate and aspirate which contributed to the corneal burn. The handpiece had been used for the first three cataracts with no problems. The wound was sutured with 4 stitches. The company sales rep observed surgery a week after this event. The surgeon stated she had changed the settings after the incident. The company sales rep adjusted the settings slightly per surgeon preference. There were no problems with the cases that day. The company sales rep requested additional copies of the directions for use (IFU) for the phaco handpiece, phaco tips, and cassettes are to be sent to the surgeon.

Manufacturer narrative:
The additional copies of the dfu's were provided to the customer. The company service representative examined the system. No problems were found. The system was then tested and met all product specifications. The phaco handpiece is being sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 10/30/2009.